Event description:
During remote follow-up, right ventricular (rv) noise resulting in oversensing was observed. A follow-up in clinic is anticipated to test the lead. Further information was requested but not received. The patient was stable.